Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device is not returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed due to gripper actuation issues. It was reported as a general statement that this version of mitraclip, cds0602-ntr, gripper arms do not drop as expected. There was no reported adverse patient effect due to this issue. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this event. There is no indication of product quality issue with respect to manufacture, design or labeling.